Manufacturer narrative:
Concomitant medical devices: vedr01 ipg, implanted: (B)(6) 2009.

Event description:
It was reported the patient had an episode of bacteremia and the implantable pulse generator (ipg) system was explanted. It was further reported that during implant, fibrinous material was noted on the leads. The device system was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.